Event description:
It was reported that the stimulation was intermittent at the lead location. It was noted the patient had a spine stimulator but the wires went up to her neck. It was noted the patient had permanent nerve damage in her neck and that was the reason for the stimulator to help with pain. The reporter noted the patient had the stimulation on and the right side was shorting out. It was noted that it would work and then went out and then worked and went out. The reporter noted the patient had not had it adjusted since implant. It was noted that the patient noticed it on the day of the report. The reporter noted that the left side had always been weaker than the right side. It was noted the patient had an appointment on (B)(6) 2014 to check the device. It was further reported that the impedances were normal. It was noted the patient¿s device was reprogrammed. The reporter thought it was just positional. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 7752, serial# (B)(4), product type: recharger; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).